Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained an eye injury while utilizing a vest airway clearance system. The patient successfully performed their first treatment at the lowest setting for five minutes. Two days later the patient was diagnosed with an ocular lens dislocation. Additionally, the patient reportedly had a history of ¿unspecified eye issues.¿ the physician documented in the patient¿s chart that the cause of the event was due to the vest; however, the patient¿s respiratory therapist and biomedical engineer do not believe there is a correlation between the vest and the eye injury. There was no report of further medical intervention performed at this time, however, this condition could lead to permanent impairment or damage of a body structure and/or require medical or surgical intervention. Furthermore, there was no report of device malfunction. No further information was available at the time of this report.